Manufacturer narrative:
H.6. Investigation: customer returned a photo of a syringe. Customer states that the plunger was broken. The attached photo was examined and exhibited a broken plunger. The attached photo was examined and exhibited a broken plunger rod. A review of the device history record was completed for batch# 6172760. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: the automatic syringe assembly machine feeds 1cc/ml, syringe components (barrel, stopper, plunger) and assembles these components. This machine consists of a barrel-cleaning dial, lubrication dial, one plunger/stopper assembly dial and one syringe assembly dial and various inspection and transfer dials. There were no log book entries or quality notifications during the production of this batch that pertain to this defect. A root cause cannot be determined.

Event description:
It was reported that prior to use it was discovered that syringe and plunger are damaged with a bd syringe 1.0ml 1/2in bls. The following information was provided by the initial reporter, translated from spanish to english: a syringe (plunger) broken with the medicine already dosed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that syringe and plunger are damaged with a bd syringe 1.0ml 1/2in bls. The following information was provided by the initial reporter, translated from (B)(6) to english: a syringe (plunger) broken with the medicine already dosed.